Event description:
Provider alleges the user hits a bump like a raise in the doorway between rooms both brake levers release. Provider states when the consumer tries to go down a ramp (B)(4) power chair locks